Event description:
Record at/af episodes false/early terminated per device diagnostics due to intermittent atrial under sensing. Patient weight not obtained as this is a "no call" account. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).